Event description:
The complainant reported that the clinician had implanted an advantage sling system in a female patient. The implant date is unknown. It was reported that post operatively the patient experienced discomfort. The complainant also indicated that there was a significant portion of the mesh visible in the patient's vagina. The physician noted that he was cautious about leaving the mesh too tight, but that he did not leave a significant gap between the urethra and the mesh. The patient was subsequently sent to clarian north hospital in indianapolis where 1cm of mesh was found to be sticking out of the incision. A physician at that facility performed a mesh extrusion in 2009. The mesh was successfully removed. There was no indication from the complainant of any additional adverse affect to the patient as a result of the reported problem.

Manufacturer narrative:
The lot number is not known; therefore, the device manufacture date and expiration date can not be determined. The complainant reported that the device will not be returned for evaluation as it remains implanted in the patient; therefore, a failure analysis is not available and we are unable to determine the relationship between the device and the cause for this event. If there is any further relevant information from that review, a supplemental medwatch will be filed. At this time we are unable to determine the relationship between the device and the cause for this event.